Event description:
It was reported that during a procedure bubbles were observed behind pump detector. It was stated that the tubing kit had been prepared carefully and no bubbles were visible after preparation. Later on bubbles were observed after the sensor, but there was no bubble alarm. The issue was noticed by visual inspection. No air bubbles entered patient; no patient consequence was reported. The detailed in formation of this complaint was not provided until (B)(6) 2012, thus marking (B)(6) 2012 as the alert date of this report.

Manufacturer narrative:
(B)(4). It was reported that during a procedure bubbles were observed behind pump detector. It was stated that the tubing kit had been prepared carefully and no bubbles were visible after preparation. Bubbles were observed after the sensor, but there was no bubble alarm. The issue was noticed by visual inspection. No air bubbles entered patient; no patient consequence was reported. It was stated no repair was needed for this unit since the system was functioning as intended. The device history record for cool flow pump serial number (B)(4) showed the device met all specified requirements prior to distribution. The customer's complaint was not confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).